Event description:
Siemens was notified on (B)(4) 2013 that the patient handling system (phs) table was noisy during a patient scan. Siemens' customer service engineer (cse) found four (4) loose bolts on the front underside of the support mechanism during the service call. Based on information provided, there is a potential for the table to drop down to the floor or hit the gantry if two or more bolts are loose. Due to this finding there is also a potential for patient injury. However, there is no report of patient injury associated with this issue. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens' customer service engineer (cse) repaired the table by fixing the bolts in place, using a 30n.m torque wrench and confirmed that the gap between joints are in tolerance. The system has been in normal use since repair. The investigation into the reported event is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).